Event description:
On (B)(6) 2010, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt tolerated the initial procedure. On (B)(6) 2011, the follow-up computed tomography angiography showed the aneurysm enlargement due to a type ii endoleak. On (B)(6) 2011, the pt underwent a re-intervention to coil the lumbar artery. According to the physician, the event is not related to the device or procedure.